Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. There are no other similar complaints reported against this batch. Internal complaint number - catsweb #(B)(4).

Event description:
The hospital reported that during an abdominal aneurysm blood weeping was noted from the bifurcation of the y-branch on the 14x8 mm 40cm hemashield platinum wdv bif graft. The length of time of the surgery was extended by 30 minutes. The surgeon applied compression on the bleeding area with gauze and administered protamine to stop the bleeding successfully.